Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm approximately five years ago. Vessel morphology was not reported. It was reported that on an unknown date approximately two years post index procedure, due to an unknown event, a hybrid open procedure was performed, by a different physician than the implanting physician. During this procedure, the physician removed a proximal portion of the aneurx bifurcated device, and sewed in a dacron graft in its place, which was anastomosed to the remaining aneurx bifurcated device. All other aneurx devices remained in place. Currently, a type iii, separation endoleak was noted at the point of the anastomosis of the dacron graft and the aneurx bifurcated device. The physician relined that segment with an endurant stent graft and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). (Unknown cause of event). Failure to follow instructions (implanting with a dacron graft) evaluation conclusion: (unknown cause of event). User error contributed to event (implanting with a dacron graft).